Manufacturer narrative:
A ge service rep evaluated the system and reset the circuit brakers. The system was then found to be operating as intended.

Event description:
The customer reported that one of the workstation fuses had blown. This would cause the system to shut down. There is no report of pt injury or death.